Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) fortaz (dose, frequency and duration not reported) and ip vancomycin (dose, frequency and duration not reported). The patient was discharged five days after admission. At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.